Event description:
Ous MDR - oversensing p/s rv lead which resulted in inappropriate shocks.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as the data returned for analysis. The manufacturing process for this ICD was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The returned ICD data were inspected. Noise was observed in the ventricular channel, leading to two inappropriate shocks. These results are consistent with the clinical observation as well as the outcome of the lead analysis. The review of the quality documents confirmed a regular ICD and lead manufacturing. The analysis of the lead did not reveal any sign of a material or manufacturing problem.